Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected. Reportedly, the customer intended to disconnect from the site but mistakenly disconnected at the luer lock. During troubleshooting with tandem technical support (cts), the customer successfully reconnected to the tubing and resumed insulin delivery. Cts educated the customer to refrain from disconnecting at the luer lock as this may cause insulin to be gravity fed into body; the customer acknowledged. At the time of the call, the customer's blood glucose (bg) level was 120 mg/dl. A follow up call indicated that the customer experienced an elevated bg level of 340 mg/dl. Reportedly, the cause of the high bg was unknown. However, the customer thought the high bg "could have been related" to the luer lock disconnection issue; however, the cause was unable to be confirmed. The customer delivered a bolus to address high bg level. At the time of the follow up call, the customer stated bg levels were dropping. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.